Manufacturer narrative:
The investigation determined the issue was resolved by the changing of the probe.

Manufacturer narrative:
The sample probe was changed by the user, but was not adjusted. No further issues occurred. This event occurred in (B)(6). Medwatch field UDI number: (B)(4).

Event description:
The initial reporter stated they received discrepant result for one patient sample tested with tp2 total protein gen.2 on a cobas c 503 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a total protein value of 3.53 g/l, which repeated as 68.3 g/l. The total protein reagent lot number was 520090. The reagent expiration date was requested, but not provided.